Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported inaccurate cgm readings in association with an episode of diabetic ketoacidosis (dka). The patient stated that she began vomiting on (B)(6) 2026; however, she could not recall the cgm reading at that time, and no bg meter measurement was obtained. By (B)(6) 2026, the patient had vomited approximately ten times, reported extreme weakness, and was unable to stand without significant instability. At the time, her omnipod 5 insulin pump was not in automated mode, though she continued administering bolus doses as instructed. The patient took zofran 4 mg and contacted emergency medical services (ems). Prior to ems arrival, the cgm displayed a glucose reading of 320 mg/dl, and no bg meter check was performed. Ems arrived within 10-15 minutes and measured the patient¿s bg as ¿high,¿ estimating a value of approximately 700 mg/dl, while the cgm continued to display 320 mg/dl. The patient continued vomiting and did not receive treatment from ems prior to being transported to the emergency department by ambulance. Upon arrival at the hospital, the patient¿s bg measured 890 mg/dl, while the cgm continued to display 320 mg/dl. She was treated with intravenous fluids, intravenous insulin, and potassium and magnesium supplementation due to critically low electrolyte levels (specific dosages unspecified). The patient reported being accused of not eating properly during her hospitalization. She was admitted to the intensive care unit (ICU) for three days, after which she was transferred to a regular inpatient unit for continued stabilization. The patient was discharged on (B)(6) 2026, reporting ongoing weakness and dizziness at discharge. At the time of reporting, the patient was noted to be stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was taken when the paramedics arrived and at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.